Manufacturer narrative:
Investigation summary: DHR review for lot 8232354; was previously conducted for investigation (pr 692346-714151 cr), which disclosed the following: *lot number was built / packaged on nfa line 1 from 23aug2018 thru 26aug2018 for the amount of 235,210ea. *all challenge, set up and in-process samples were performed per specifications. One photo was provided for evaluation of this incident. Photo was of a representative unit, which consisted of the catheter/adapter and extension line assemblies. There was also a top web of a package from an 18ga bd nexiva closed IV catheter system s/p from lot 8232654. Although the photo did not reveal the actual defect; there is writing ¿breaking point¿ and an arrow pointing to the location where the extension tubing is adhered within the clear port of the winged adapter (stabilization platform). *the photo does not provide sufficient evidence to identify the defect or to establish a root cause. Conclusion(s): relationship of device to the reported incident: *the defect was not confirmed and a definite root cause could not be identified for this incident since no sample was returned. * however, the defect described in the photo is a known issue and the most likely root cause was the manufacturing process. Manufacturing ¿ *the defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. CAPA 684099 was opened to investigate the separation adapter from tubing complaints and implement corrective actions.

Event description:
It was reported that a bd¿ nexivas was broken during use .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ nexivas was broken during use .